Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were "141 mg/dl" on their meter and "107 mg/dl" on a lab test. Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. Patient did report that patient had passed out on one occasion and family member had to treat patient with an "emergency shot". No hospitalization was reported. Patient reported obtaining blood glucose results of "257 mg/dl and 451 mg/dl" (time and date unknown). There was no clear evidence that the meter attributed to the patient passing out. The patient did not have any control solution. Family member was unable to reach patient after two attempts. Mailed letter.